Event description:
It was initially reported that the pump was implanted in her hip and was uncomfortable. The pt has requested that the pump be moved, or explanted due to the discomfort. The pump contained dilaudid and bupivacaine; concern was expressed that the pump contained off-label drugs. The reporter was also concerned that the pump was "not working properly" as the pt has not had the pain relief she did during the trial. The pt noted the "issues" following a change in medications. The reporter expressed concern that the device was on the missing propellant recall list. The reporter stated that the pump has been refilled; no problems during refill were reported.

Manufacturer narrative:
.